Event description:
A falsely elevated ctni result of 8.18 ng/ml was obtained on a whole blood sample on a stratus cs. The same sample was centrifuged and the plasma was tetested on an alternative stratus cs instrument. A ctni result of <0.03 ng/ml was obtained. The laboratory repeats all results over 1.5 ng/ml. The erroneous result was not reported to the physician. There was no report of adverse health consequences to the patient. Several sample manager and pipettor errors in the error log indicate that the problem was most likely caused by a clog in the cannula due to improper sample handling.

Manufacturer narrative:
Clogging of the pipettor may cause falsely elevated ctni results. The reagent IFU contains the following statement: "to prevent clogging of the cannula, gently invert tube 4-5 times to ensure uniform re-suspension of red cells before placing whole blood tube in cannula."